Event description:
It was reported that a malfunction occurred with the customer's device. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided instructions to reset the pump, resolving the malfunction without recurrence. The customer acknowledged the guidance and was advised to reach out again if the issue recurred.